Manufacturer narrative:
Section a2: corrected information. Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event was confirmed based on the evaluation of the returned shipping cap. The shipping cap was returned with two small pieces of black debris. Visual inspection of the shipping cap interior under a microscope found two areas near the edge of the opening where material had been shaved off. Under magnification, the cut-side of each piece of debris showed a distinct line pattern. This line patterned appeared to exactly match the patterns visible on the two shaved areas inside the shipping cap. Based on the investigation, it appears probable that the pieces were sheared off of the shipping cap when the cap was placed over the blade during disassembly. According to the reported event, the surgeon was able to identify and retrieve the debris from the ventricle. The patient remains ongoing on vad support and no further issues have been reported. A corrective action has been opened to further investigate this issue. Hm3 coring tool instructions for use rev. C (document # 10006217) provides information on using the enhanced coring tool. Stroke is listed as an adverse event that may be associated with the use of the hm3 coring tool. Heartmate 3 lvas IFU rev. C (document # 10006135) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. Stroke is listed as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h7, h9: additional information. Abbott made a decision to execute a field safety corrective action against the hm3 coring tool.

Manufacturer narrative:
Approximate age of device- the patient is newly implanted. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implant procedure, it was reported that upon inspection after coring the left ventricle with the new hm3 coring tool, surgeon identified a piece of black plastic in the heart chamber. Plastic component was removed from the ventricle and appeared to come from the black handle of coring knife. A small piece and remainder of black cap will be returned for investigation. No additional information provided.